Event description:
The customer is unable to calibrate the axsym rubella igg reagent lot # 609943m100 with the rubella calibrator, lot # 58184m100 and calibrator lot # 61236m200. Error code 1048 (a/b ratio too high) was generated. There was no impact to pt mgmt reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.